Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mmol/l with high ketone levels; cause was due to customer allowing the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer acknowledged low power alerts and shutdown alarm. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer has not been released from the hospital at time of event. Reportedly, issue was resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.